Event description:
Dr. Reported that three implants failed due to infection.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the product's lot numbers were unavailable from the doctor's office.